Event description:
It was reported by the rep that when (1) tct75 device was used during a gastrectomy procedure it worked fine on the first firing, but would not fire after being reloaded with cartridge correctly. Rather, the device locked itself out, almost as if the new reload (tcr75) was spent. Another device was used to complete the case with no consequence to patient.